Event description:
The customer reported that vasoseal was used on 3/6/98 following a diagnostic catheterization procedure. The pt was readmitted to the hosp on 3/16/98 with an infection. The pt was put on IV antibiotics, culture results positive for staphylococcus aureus.